Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the external pulse generator (epg) could not pace normally. The epg was returned for servicing. There was no patient involvement.

Manufacturer narrative:
Product event summary: a dealer could not be found, so the device was returned to the customer with no analysis performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.